Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered pulmonary edema requiring intubation and transfer to the intensive care unit (ICU). During an afib case pulmonary edema was noticed. The patient¿s vitals ¿pinged¿ about halfway through the case. The procedure was completed, and they confirmed that the right atrium and left atrial pressures dropped as well. The pulmonary edema was confirmed by intracardiac echo (ice). The patient remained intubated and anesthesia monitored the patient until the patient¿s pressure stabilized. The patient was then moved to ICU for recovery. The patient was reported to be in stable condition. The physician and anesthesia were unsure of why the issue occurred. After talking to the patient¿s family, the family confirmed that pulmonary edema has commonly occurred to the patient when under anesthesia. Additional information received indicating the physician¿s opinion on the cause of this adverse event is that it was patient condition. Patient was given meds and monitored after the procedure. Once the physician found out that this patient normally sustains pulmonary edemas when undergoing anesthesia further monitoring was done until the patient¿s pressure stabilized. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event.

Manufacturer narrative:
Device investigation details: information available indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).